Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the lot number was not provided. No additional information is available at this time. No revision surgery is scheduled at this time. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported to globus that x-rays showed the superior vertebral body slipped, which caused the inferior screws to pull out of the vertebral body. No revision surgery is scheduled at this time.